Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6) germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: three (3) deep discharges of the batteries were recorded in the memory of the device console. In order to solve the issue, batteries were replaced. Battery test was performed and passed with no issue. Subsequent functional verification testing was completed with success and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump console (scpc) had a battery issue during procedure: initially battery capacity was approximately 98%, then after a while the it suddenly showed 0% charge status. There was a flow interruption of approximately 30 seconds without affecting the patient's vital parameters. As soon as the scpc pump was plugged it into the socket, the battery showed 88% again. There is no patient injury.

Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11: no similar event has been recorded since the unit was installed in 2010. As per preventive maintenance uploaded on sap software, livanova technician changed the batteries in (B)(6) 2023 following the IFU which mentions that the authorized service technician will exchange the batteries every 3 years. Furthermore, according to the IFU (check list: additional maintenance intervals): every 4 months (120 days) the customer is required to carry out the battery test of the physical functioning and capacity of the batteries. Apart from measuring the batteries¿ efficiency, this check also detects problems such as batteries damaged by deep discharge. Based on evidences collected, it cannot be ruled out that the reported issue was due to batteries damaged by deep discharge, caused by incorrect customer maintenance handling. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.